Event description:
It was reported that during a urological stenting treatment procedure the pigtail was torn. The target stricture was in an unspecified location within the urinary "duct". A percuflex plus had been selected to treat the target stricture. While attempting to open the package "smoothly". It was also noticed that the pigtail of the device appeared torn. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".